Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "the PICC clamp snapped when clamping after flushing the line. This was for a homecare patient using an elastomeric pump during home infusion."